Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred on the dilator. A crack was observed between the flush port and the hemostatic valve. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined that the reported cracked dilator flush port resulting in leak/splash is related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, this incident is referencing exception (issue) 134192. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.